Event description:
The novasure instrument was opened and then seated within the cavity. The handle was raised up, down, left, right, and rotated clockwise, counterclockwise in order to completely open the prongs. The acorn flange was set snug against the external os, and then the ablation was carried out. Once the ablation was completed, the flange was released and drawn back from the cervix and then the instrument was closed. Surgeon had great difficulty closing the novasure instrument and made 2 or 3 attempts to open and close the instrument, and could not get it to close completely. Surgeon had difficulty removing it (instrument was still 1/2 open/deployed) when it came out of the cavity. It was noted that the distal 2-3 cm of the sheath was all crumpled like an accordion, and that is what had prevented the instrument from closing completely. The introduction of the instrument into the cavity went very easily.